Event description:
It was reported that during a surgical procedure for the installation of a hip prosthesis, the competitor's pencil was placed under the patient's calf and triggered itself unintentionally, resulting in a burn on the patient's calf. A burning smell had appeared. Finding the source of the odor, discovered the burning jersey under the patient's leg and a burn in the patient's leg. The scalpel generator did not produce the beep indicating it was turned on. The smoke vacuum had also not started up while it was in the "auto-on" mode. The absence of these two sounds did not make it possible to realize what was happening.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure for the installation of a hip prosthesis, the device was placed under the patient's calf. The device was unintentionally activated, resulting in a burn injury to the patient¿s calf. A burning smell was noted. The source of the odor was identified as jersey, which was found burning beneath the leg. A burn injury to the patient's leg was also discovered at that time. The scalpel generator did not produce the beep indicating it was turned on. The smoke vacuum also failed to start, despite being set to 'auto-on' mode. The absence of these two sounds did not make it possible to realize what was happening.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the competitor's pencil triggered itself unintentionally, resulting in a burn on the patient's calf. A burning smell has appeared. Finding the source of the odor, discover the burning jersey under the patient's leg and a burn in the patient's leg. The scalpel generator did not produce the beep indicating it was turned on. The smoke vacuum has also not started up while it is in the "auto-on" mode. The absence of these two sounds did not make it possible to realize what was happening. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.